Event description:
It was reported that during a laparoscopic hand-assisted abdominoperineal resection procedure, the device tore and then fell apart. A like device was used to complete the case. There was no patient consequence.